Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported brackets won't fit. Three out of four brackets for the humidifiers do not fit on the roll stands correctly. The screws do not fit properly which means the brackets can not be tightened as much as they should be. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse suspects the yellow loctite used by gcx has either seized in the thread or screw and when trying to tighten it either turns very little or rounds the end of the screw. The service delivery specialist stated there is no additional information available. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.